Manufacturer narrative:
(B)(4). Concomitant products: unknown liner, unknown cup, unknown head, unknown stem. Multiple reports were submitted along with this report 0001825034-2021-01626, 0001825034-2021-01627, 0001825034-2021-01629. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was revised due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.